Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 64-year-old caucasian male with a medical history of hypertension, dyslipidemia, dialysis dependence, cerebrovascular disease, peripheral arterial disease, atrial fibrillation, congestive heart failure, cardiomyopathy, and active tobacco use was evaluated for coronary artery bypass grafting (CABG). The patient was determined not to be a surgical candidate due to complex vascular disease and suspected porcelain aorta with heavily calcified peripheral vessels. The clinical team elected to proceed with impella-supported high-risk percutaneous coronary intervention (pci). Due to the patient¿s severe peripheral arterial disease, access was planned via the femoral artery with planned percutaneous transluminal angioplasty of the left common iliac artery. The patient was found to have a severe lesion in the left common iliac artery, which was aggressively treated and stented. The team attempted to advance the impella device, but the pump was unable to pass through the newly stented segment, and the impella cp device was explanted. Multiple additional attempts to advance the sheath beyond the iliac bend and lesion were unsuccessful. The decision was made to perform the pci without impella support. The physician successfully completed the pci, and the patient tolerated the procedure well overall. The vascular access site was closed successfully. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
B1 is product problem was added as it was inadvertently omitted from the initial report. D1 brand name was updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy and porcelain aorta with heavily calcified peripheral vessels. Preventing successful delivery of impella.

Manufacturer narrative:
Related report number is added as introducer is reported for the same issue in a separate report.